Manufacturer narrative:
(B)(4).

Event description:
This was a lead extraction of a non-functional lead on a (B)(6) obese female with a history of cardiomyopathy. The patient also had ¿twiddlers¿ syndrome¿ of the device. A 14 fr spectranetics glidelight laser sheath was used on the rv lead, progress stalled at the subclavian. A 16 fr glidelight was then used but stalled at the ra. When the sheath was removed there was a drop in the patients¿ blood pressure. A sternotomy was performed to attempt repair but efforts were unsuccessful. It was noted that the leads were twisted around one another at the header and braided into each other down into the heart. This may have put pressure on the svc wall from an adjacent lead as hypothesized by the extractor. The patient did not survive.